Event description:
Medwatch report, mw5036478; patient reached across her body during a shower and the back of the 9670 transfer bench popped off causing the patient to lose her balance and fall backwards. The patient hit her shoulder and back, complained of low back pain only. The transfer bench back has a male adaptor on each side that fits into the seat of the unit. This popped out of the holes when the patient leaned against the back.